Event description:
Caller reported concern about pump battery, noting it remained at 100% overnight and into the morning without decreasing. There was no adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.